Event description:
It was reported that prior to a renal stent procedure, the balloon catheter with the stent mounted, got stuck at the hub of catheter and the stent came off. The entire system was removed. No pt injuries or complications occurred.